Manufacturer narrative:
B5 - corrected to : "the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -14.0/2.5/068 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault with rotation was observed with severe glare and ghost image. The lens remains implanted. Patient has a pre-existing condition of keratoconus. Cause reported as unknown." In the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Implant date: (B)(6) 2020. Investigation type 4110: lens work order search. No similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -14.0/2.5/065 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault with rotation was observed with severe glare and ghost image. The lens remains implanted. Patient has a pre-existing condition of keratoconus. Cause reported as unknown.